Event description:
The customer reported that on (B)(6) 2012 an erroneous vancomycin (vanc) result was generated on a synchron lx20 pro system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that an initial positive vanc result was reported outside of the lab, for a single patient sample associated with a patient who was not treated for vanc. The patient was taking vibativ (telavancin), which is a lipoglycopeptide antibacterial, a synthetic derivative of vancomycin. The initial vanc result was questioned by a pharmacist who cited an article in the journal of antimicrobial chemotherapy advance access published (B)(6) 2011 which suggested possible telavancin interference with the beckman coulter inc. Vanc assay. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The patient was redrawn two additional times, and the repeat vanc results, generated from the same instrument, also tested positive. These results were from two different same-patient sample tubes with two different anticoagulants drawn at the same patient encounter. The samples were serum refrigerated and capped samples. Some were fresh, and some were less than five days old. They were centrifuged at ambient temperature prior to testing.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that quality control results generated prior to the event met customer established specifications. Quality control results after the event were communicated as also having been acceptable. A review of beckman coulter inc. Labeling indicated that the vanc chemistry information sheet did not reference telavancin as an interferent to vanc. The customer declined providing an involved patient sample to beckman coulter for verification of the patient results and investigation. A definitive root cause could not be determined for this event.